Event description:
It was reported that high voltage lead impedance was out of range. The device was reprogrammed. The patient was hospitalized due to unrelated cause. No adverse consequences related to the out of range lead impedance were reported.